Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer representative that a patient's vns therapy magnet was cracked in half and the patient was in need of a replacement. Cracked magnet will not be available to manufacturer for analysis.